Event description:
It was reported that the ilet display was showing glucose readings and then abruptly changed to a lower value while still in range, after which the system experienced a temporary signal loss that later resolved without user interaction; this was characterized as an intermittent communication failure possibly related to the device¿s antenna/electrical communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between system components consistent with intermittent communication failure involving the antenna/electrical communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.